Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. (B)(4).

Event description:
Patient was implanted with two drg leads of the same lot number. It was noted that patient was experiencing a change in stimulation, which was now occurring at the middle back region. X-rays were performed and confirmed the lead at the t10/11 level location had migrated. It was noted that stimulation was turn off for this lead and thus partial pain relief could only be obtained. At a later date, it was further reported that the drg system had been explanted due to infection at battery site (reference MFR number 3008829311-2017-00030).